Event description:
I think it is sad that I have to report the event which happened in 2007. I have reported it to two doctors to-date and both have ignored what I have showed them and no action on either doctor to-date. And this is not the first time, so I am very unhappy with the medical field to-date because the so called diagnosis machines can cause pain/cancer etc only provide profit for the medical field and great pain to the individual. There use to be a form/card called FDA x-ray record card but no medical doctor has it? Why? I went to for an initial consultation, when I asked on the phone before going, but it actually cost me a lot of money? And why I asked to have the shield when I was told I had to have another panoramic x-ray and it was put on backwards for the first one I had and I was told to hold it with my hand. It was not on my front-covering my chest and front area- and now I have problems in several areas. The most noticed was on my left hand a lump that hurts too. I showed both doctors and was ignored like always about the fact that x-ray are cumulative toxins that can cause cancer etc.